Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address low bg. Customer updated their pump settings and was advised to check in with their health care provider.